Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply needs to be repaired. A quote is pending. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system's power supply intermittently was not working correctly and there was no image on the monitor. No patient injury was reported.